Event description:
It was reported the patient attempted to drive his tdxsp powered wheelchair out his front door of his home and down a ramp. While making the required 90 degree turn onto the ramp, the wheelchair unexpectedly powered down and caused the patient to lose control. The wheelchair rolled down a staircase while the patient was still seated in it. The patient landed face down on a stone walkway at the bottom of the stairs and was trapped under the powered wheelchair. Paramedics were called and responded immediately. While the paramedics were lifting the wheelchair off the patient, it suddenly powered on, injuring one of the paramedics. Once freed, the patient was taken to the nearest facility where he was immediately admitted for treatment, evaluation and monitoring. The patient allegedly sustained a possible right knee fracture, chipped tooth, swelling, scrapes, bruises, and aggravation of a previously incurred c4-5 spinal injury. The patient was released from the facility approximately 3 days later; however, at the time of this report, the patient was still bedridden. No patient further complications were reported.

Manufacturer narrative:
(B)(4).